Event description:
It was reported that there was a loss of therapeutic effect. It was stated that there was no stimulation sensation. The patient reportedly lost therapy benefit and stimulation sensation in target area in (B)(6) 2012 after a "major" fall in which he broke "some" ribs. It was noted that the patient felt "more" of a stimulation sensation in his lower back area following the fall, and "recalled about 7 falls" within the last year altogether. It was stated that there were telemetry issues and the clinician programmer was unable to interrogate, but the device was programmed successfully earlier that day "without issue". Additional information reported that the patient was not receiving effective therapy a week later. It was stated that the patient felt no stimulation and had no symptom relief. It was noted that the patient's device would not communicate "at any point" and some of the falls caused "significant" injury to the patient. No interventions were taken or planned, and no diagnostics were performed.

Manufacturer narrative:
Product ID 3889-28, lot# v589285, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).